Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16865. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable before, during, and after the procedure. It was also reported that the right ventricular (rv) lead exhibited low pacing impedance. After connecting the lead to the new implantable cardioverter defibrillator (ICD) the impedance was normal. The rv lead remains implanted and installed.